Event description:
It was reported that a user was entering meal announcements as correction boluses, which can disrupt the ilet bionic pancreas dosing algorithm and lead to inappropriate insulin delivery. No reported adverse clinical effects or alarms. Outcomes included completion of troubleshooting and user education on correct use of meal announcements and corrections. Investigation included case review and user counseling on proper device operation. Investigation of this case revealed user technique error, with the device hardware and software functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use instructions.